Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-02, information was received from a patient receiving morphine and two other "muscle relaxer" medications via an implantable pump. The patient reported that "probably around 2009", the pump started falling down and was sitting on the patient's hip. The healthcare professional (hcp) removed the pump, moved fat from the other side of the patient's stomach to "fill the hole" / hold it there and replaced the pump with a smaller pump to resolve the issue. Troubleshooting resolved the reported issue.